Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 12 years since the subject device was manufactured. Based on the results of the investigation, while the user was handling the device, electric stress was applied which caused breakage of circuit board in scope connector. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image.". The event can be prevented by handling the device in accordance with the following section of the instructions for use (IFU): -do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -important information ? Please read before use- precautions for disappeared or frozen endoscopic image- before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to there being no image due to the electrical connector unit being deformed, the evaluation findings are as follows: the electrical safety test failed, the bending section cover glue was separated, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera ii bronchovideoscope had image transfer error stripes. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: no image due to an issue with the electrical connector.